Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed gouge marks found at the inner distal hood wall of the outer shaft. These types of gouge marks are typically caused when the end user applies excessive leveraging/bending force on the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an ankle scope, metal shavings were discovered and found floating around. The surgeon flushed out most of the joint but some may have remained. This was a right ankle debridement & lateral ligament repair. Follow-up investigation: the surgeon did attempt to remove the shaving with the use of the shaver`s suction but could not remove all of them. There are visible shavings still floating in the soft tissue.